Manufacturer narrative:
(B)(4). (B)(4). Insufficient drive of disposable. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. During the procedure, the motor drive unit was bogging down while trying to complete the case. The procedure was successfully completed using the same device with no adverse pt consequence.